Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm vicmo13.2 implantable collamer lens of -9.00 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced low vault without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.